Manufacturer narrative:
The device was returned for annual maintenance and it was also found that the switch box, scope cover, and connecting tube were scratched, the suction connector and electrical connector were dirty due to water leakage, the play of the upward/downward angulation control knob was out of the standard value due to the wear of the angle wire, the distal end was corroded, and the parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the inside of the light guide lens was stained. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.